Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. There was purulent fluid in the chest after the operation. There were not more than 50% of symptoms reduced? The cause of the event was not determined. Medication was used to treat the infection. It was unknown if the purulent fluid was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the healthcare provider (hcp) thought the cause of the event was the patient's own rejection.